Event description:
According to the manuscript, comparison of patch materials for pulmonary artery reconstruction, reports reinterventions for stenosis in patient undergoing pulmonary artery reconstruction with various patch materials.